Event description:
Customer reported that their pump screen was dark and would not turn on. There was no information provided regarding the impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced under warranty, confirmed the shipping address, and instructed the customer to use multiple daily injections as a backup therapy. The customer was also guided on how to put the pump into storage mode before returning it with a prepaid label within ten days.